Manufacturer narrative:
The event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction: section h6-the device code should have been patient-device incompatibility rather than patient device interaction problem.

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02722. It was reported that the patient underwent a surgical procedure in which one of their leads was to be repositioned. The physician was unable to advance the lead, the revision procedure was abandoned, and the patient's leads were explanted.